Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was not suitable for endovascular repair since the pt underwent taa repair before this procedure and the length of proximal neck was about 10mm. Moreover, the pt once experienced surgery to remove left kidney. The procedure was performed as prescribed except the suprarenal stent was deployed before cannulation from the contralateral side. Final angiography revealed proximal type I endoleak. Another MFR's stent loaded on another MFR's pta catheter was placed in proximal site of the main body. It was confirmed proximal type I endoleak was resolved. The pt was fine after the procedure.

Manufacturer narrative:
Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Off-label use of device due to anatomical exclusion (10 mm neck length) resulting in a type ia endoleak. The endoleak was resolved after placement of another MFR's stent. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.